Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# (B)(4) was sent in error. Incorrect expiration date (incorrect expiration date on product but within specification) is not considered to be a reportable malfunction.

Event description:
It was reported that prior to use the expiration date on package and shelf pack are discovered to be different with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported that the expiration date on the package and the box are different.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the expiration date on package and shelf pack are discovered to be different with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported that the expiration date on the package and the box are different.